Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14/d15 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The mcs tip cover accessory was not found to have physical damage. The mcs tip cover accessory was installed on an in-house mcs instrument without issues using an applicable tip cover tool. The mcs tip cover accessory did not appear to be loose nor did it move while attached on the tube extension of the mcs instrument. The mcs instrument was driven and no interference or issues occurred. The mcs tip cover accessory did not fall off of the instrument during in-house testing. Additionally, the mcs tip cover accessory was removed from the instrument properly using the tip cover tool.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Based on the information provided at this time, this complaint is being reported because: during a da vinci-assisted surgical procedure, the mcs tip cover accessory reportedly fell inside the patient and was retrieved. Although there was no report of patient injury, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the mcs tip cover to come off of the instrument.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, when the monopolar curved scissors (mcs) instrument was removed, the mcs tip cover accessory fell off the instrument and fell inside the abdominal cavity. According to the customer, the mcs tip cover accessory was retrieved during the same surgical procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip cover accessory were inspected prior to use and no damage was identified. The mcs tip cover accessory was removed through the assistant port. An instrument collision did occur during the surgical procedure but the surgeon did not notice any issues with the functionality of the mcs instrument. The surgical staff did not feel any resistance upon removal of the mcs instrument through the cannula and the instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The instrument/accessory was in use for about 6 hours and the mcs tip cover accessory appeared to be properly installed during the surgical procedure. The installation tool was used and no part of the orange surface was visible after the mcs tip cover accessory was installed. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. No injury occurred to the patient.